Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte ag bc global leaked at a connection. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about liquid leaked from the connection part during use. Leaking from the connection the extension tube connected is a pressure-resistant extension tube made by nemoto kyorindo.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. The report of a leak could not be confirmed on the returned 22g insyte autoguard IV catheter that was provided for investigation. Investigation was performed by disconnecting the components and inspecting the catheter assembly under the microscope. No damage could be identified. A functional test showed that the product could be flushed, and no leaks were observed in the tubing, adapter, or at the connection. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.